Event description:
It was reported that the fiber seemed cracked. Upon inserting the device and trying to vaporize, the red light seemed like it was stuck in the white tube/sheath and not reaching the end of the fiber. The procedure was completed and there were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber crack cannot be established as the product is not available for analysis. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber seemed cracked. Upon inserting the device and trying to vaporize, the red light seemed like it was stuck in the white tube/sheath and not reaching the end of the fiber. No courtesy error messages were displayed. The procedure was completed using another fiber and there were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber crack cannot be established as the product is not available for analysis. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.